Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective inspiratory valve. In consequence (correction) inspiration valve (part number 10082605) was replaced. There was no patient or user harm.

Event description:
G5 alarming constantly disconnection ventilator side even though the circuit was connected and no leak detected or observed. Circuit including exhalation valve and flow sensor were replaced. Attempts to do flow sensor cal failed. The ventilator would not advance through the flow sensor calibration process. Vent was placed on patient and the disconnection alarm persisted. Ventilator was replaced with another unit.